Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a calibration error. The customer's blood glucose level during the calibration error was 367 mg/dl. The customer's current blood glucose level was 413 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer was able to treat their high blood glucose with the insulin pump. The device will not return for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to mother board. Unable to perform any tests due to blank display.